Event description:
Customer reported being treated at the hospital for high and low bg. Customer reported taking lasiks for water retention and procrit once a week. Troubleshooting performed pump appeared o be functioning as designed.